Event description:
A pressure injector that was used in a 4 vessel arteriogram kept giving an error message 0026. The unit was turned off several times but it would not work. Another unit was brought in to complete the procedure.